Event description:
Information was received that this smiths medical cadd ms3 pump displayed error message and did not work. It was reported that this was the patient back up pump and the patient did not miss any doses. No reported adverse effects.